Manufacturer narrative:
This report is for an unknown screws:locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a right clavicle hardware removal of previous plate fragments and sutures, left sternoclavicular joint open bone grafting, and removal of sternal plates. The plate had pulled out of the sternum, sternal locking screws through the sternum were loose and the construct overall was loose all the way up into the first screw hole in the plate and a portion of the plate was left in place as it was holding some portion of the reconstruction site intact. There were some fibers-end- bone healing present at the left sternoclavicular reconstruction site. On (B)(6) 2017, the patient fell causing a sternoclavicular joint and has had a significant problem and malalignment with healing causing a significant amount of pain. On (B)(6) 2017, the patient underwent bronchoscopy, left mini-thoracotomy with inspection of ribs, placement of chest tubes, left medial clavicle excision, and left sternal clavicular joint reconstruction with allograft with supplemental internal brace to treat multiple rib fractures and sternoclavicular dislocation using non-synthes implants. On (B)(6) 2018, the patient underwent a left arthrodesis of the sternoclavicular joint, left hardware removal, bilateral exposure of the sternoclavicular junction and clavicles, and left shoulder revision sternoclavicular joint reconstruction and was implanted with a 3.5mm locking low profile recon plate 20 holes. The hardware was removed including suture material and graft due to loss of fixation of the dual graft and internal brace, significant scar filling in the sternoclavicular joint. On (B)(6) 2018, an x-ray of the bilateral clavicle showed that the long reconstruction plate has fractures at the medial one-third of the right clavicle. The medial component of the reconstruction plate is displaced superiorly above the right clavicle. The remainder of the reconstruction plate is intact. The fixation screws are in a stable position. On (B)(6) 2018, radiographs of bilateral clavicles/chest showed plate is broken and is unchanged in appearance from previous radiographs. The left clavicle is well opposed to the sternum and some early healing is noted. On (B)(6) 2020, the patient would like to see someone to get a second opinion on his clavicle. The hardware that was left has broken now and he has been in consultation with a lawyer. He continues to have pain and issues with a range of motion. Concomitant devices reported: 260mm bending template 20 holes (part number: 03.100.034, lot number: unknown, quantity: 1), 2.5mm quick coupling drill bit 110mm gold (part number: 310.25, lot number: unknown, quantity: 1), 3.5mm locking screws, self-tapping with stardrive recess 18mm (part number: 212.105, lot number: unknown, quantity: 2), 3.5mm cortex screws, self-tapping 12mm (part number: 204.812, lot number: unknown, quantity: 1), 3.5mm cortex screws, self-tapping 16mm (part number: 204.816, lot number: unknown, quantity: 3), 3.5mm cortex screws, self-tapping 18mm (part number: 204.818, lot number: unknown, quantity: 3), 3.5mm cortex screws, self-tapping 22mm (part number: 204.822, lot number: unknown, quantity: 5). This report involves unknown screws: locking. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.